Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Insulin did exit the pump during troubleshooting. Blood glucose level was 126 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.